Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: semin arthro 16:274-280; 2005; doi:10.1053/j.san.2005.10.018.

Event description:
It was reported via a journal article"title: biologic resurfacing of the glenoid: longer term results and newer innovations." Author/s: robert j. Nowinski, do, shadley c. Schiffern, md, wayne z. Burkhead, jr, md, and sumant g. Krishnan, md. Citation: semin arthro 16:274-280; 2005; doi:10.1053/j.san.2005.10.018. This prospective study discussed about longer term results and newer innovations of biologic resurfacing of the glenoid. Between 1988 and 1997, the surgeon porous-coated hemiarthroplasty with biologic resurfacing of the glenoid on 26 shoulders in 24 patients (male=22, female=2; mean age=52 years, age range=30-75 years). During the procedure, the graft was contoured by folding the tendon back onto ' itself several times to create a glenoid shape of appropriate size. Number 2 ethibond or panacryl suture (ethicon) was used to secure the shape of the graft. Reported complication included infections (n=2). In conclusion, biologic glenoid resurfacing can provide pain relief similar to total shoulder arthroplasty. It allows younger patients to maintain an active lifestyle including weight lifting and manual work without the risk of polyethylene wear.